Manufacturer narrative:
Attempts have been made to obtain additional patient information; however, at this time no additional information has been received. There were no reported system messages or other system issues that would clearly indicate that the laser contributed to the reported event. The root cause of this event cannot be determined conclusively. (B)(4).

Event description:
Attempts have been made to obtain additional information; however, at this time no additional information has been received.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A surgeon reported to a company representative a posterior capsule tear occurred during a laser assisted cataract procedure. The surgeon was not sure if the capsule tear was related the laser. Surgeon noted an anterior vitrectomy was performed and he was unsure what caused the tear; however, a non-company three piece intraocular lens (iol) was implanted. Additional information has been requested.